Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, A PATIENT PRESENTED WITH GRADE 4 MITRAL REGURGITATION FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP XT WAS SUCCESSFULLY IMPLANTED ON THE ANTERIOR-1/POSTERIOER-1 (A1/P1) NON-COMMISSURAL. A SECOND MITRACLIP WAS IMPLANTED AT THE A1/P1 IN THE MEDIAL POSITION. THE PROCEDURE WAS DISCONTINUED; THE FINAL MR WAS GRADE 2-3. ON (B)(6) 2025, THE PATIENT RETURNED WITH RECURRENT MR GRADE 4. THE MITRACLIP XT HAD A SINGLE LEAFLET DETACHMENT (SLDA). THE PATIENT WAS SCHEDULED FOR A SECONDARY MITRACLIP PROCEDURE. ON (B)(6) 2026, THE PATIENT RETURNED WITH GRADE 4 MR FOR A SECONDARY MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP XTW WAS IMPLANTED AT THE ANTERIOR-2/POSTEIRIOR-2 (A2/P2) CENTRAL POSITION. A SECOND MITRACLIP XTW WAS IMPLANTED AT THE A2/P2 LATERAL POSITION. A THIRD MITRACLIP XT WAS THEN IMPLANTED AT THE A1/P1 NON-COMMISSURAL POSITION. THE PROCEDURE WAS DISCONTINUED; THE FINAL MR WAS GRADE 1. ON (B)(6) 2026, THE PATIENT RETURNED WITH RECURRENT MR GRADE 4. IT WAS VISUALIZED THAT TWO ADDITIONAL CLIPS HAD SINGLE LEAFLET DETACHMENTS (SLDA'S) AND ONE OF THE CLIPS HAD BECOME EXPLANTED AND ONE OF THE CLIPS HAD EXPLANTED AND TRAVELED INTO THE RIGHT CORONARY ARTERY. THE PATIENT WAS SCHEDULED FOR A MITRAL VALVE REPLACEMENT WITH A BIOPROSTHESIS. ON (B)(6) 2026, THE PATIENT UNDERWENT THE PROCEDURE, THE ANATOMICAL VALVE WAS EXPLANTED WITH SOME OF THE CLIPS ATTACHED. A LASSO PROCEDURE WAS PERFORMED AND THE EXPLANTED MITRACLIP LOCATED WITHIN THE RIGHT CORONARY ARTERY WAS CAPTURED SUCCESSFULLY. THE BIOPROSTHESIS WAS SUCCESSFULLY IMPLANTED. THE PROCEDURE WAS DISCONTINUED.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, A PATIENT PRESENTED WITH GRADE 4 MITRAL REGURGITATION FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP XT WAS SUCCESSFULLY IMPLANTED ON THE ANTERIOR-1/POSTERIOER-1 (A1/P1) NON-COMMISSURAL. A SECOND MITRACLIP WAS IMPLANTED AT THE A1/P1 IN THE MEDIAL POSITION. THE PROCEDURE WAS DISCONTINUED; THE FINAL MR WAS GRADE 2-3. ON (B)(6) 2025, THE PATIENT RETURNED WITH RECURRENT MR GRADE 4. THE MITRACLIP XT HAD A SINGLE LEAFLET DETACHMENT (SLDA). THE PATIENT WAS SCHEDULED FOR A SECONDARY MITRACLIP PROCEDURE. ON (B)(6) 2026, THE PATIENT RETURNED WITH GRADE 4 MR FOR A SECONDARY MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP XTW WAS IMPLANTED AT THE ANTERIOR-2/POSTEIRIOR-2 (A2/P2) CENTRAL POSITION. A SECOND MITRACLIP XTW WAS IMPLANTED AT THE A2/P2 LATERAL POSITION. A THIRD MITRACLIP XT WAS THEN IMPLANTED AT THE A1/P1 NON-COMMISSURAL POSITION. THE PROCEDURE WAS DISCONTINUED; THE FINAL MR WAS GRADE 1. ON (B)(6) 2026, THE PATIENT RETURNED WITH RECURRENT MR GRADE 4. IT WAS VISUALIZED THAT TWO ADDITIONAL CLIPS HAD SINGLE LEAFLET DETACHMENTS (SLDA'S) AND ONE OF THE CLIPS HAD BECOME EXPLANTED AND ONE OF THE CLIPS HAD EXPLANTED AND TRAVELED INTO THE RIGHT CORONARY ARTERY. THE PATIENT WAS SCHEDULED FOR A MITRAL VALVE REPLACEMENT WITH A BIOPROSTHESIS. ON (B)(6) 2026, THE PATIENT UNDERWENT THE PROCEDURE, THE ANATOMICAL VALVE WAS EXPLANTED WITH SOME OF THE CLIPS ATTACHED. A LASSO PROCEDURE WAS PERFORMED AND THE EXPLANTED MITRACLIP LOCATED WITHIN THE RIGHT CORONARY ARTERY WAS CAPTURED SUCCESSFULLY. THE BIOPROSTHESIS WAS SUCCESSFULLY IMPLANTED. THE PROCEDURE WAS DISCONTINUED. ON (B)(6) 2026, THE PATIENT CONTINUED TO DECOMPENSATE AFTER DEVELOPING A CARDIAC TAMPONADE AND HEMODYNAMIC COLLAPSE AND WAS DECLARED DECEASED. THE DOCUMENT CAUSE OF DEATH WAS HEMODYNAMIQUE PARAMETERS.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the medical review, the reported SLDA resulting in MR and expulsion (complete Clip detachment) resulting in embolization appear to be related to the underlying Barlow mitral valve anatomy (patient conditions). The reported death appears to be related to hemodynamic compromise following mitral valve surgery. Mitral regurgitation, embolism and death are known possible complications associated with MitraClip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.